Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered there was no image due to a charge coupled device failure. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, no image on the hd autoclavable camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on additional information provided by the customer. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered there was no image due to a charge coupled device failure. Additionally, the cable was scratched, cable was buckling, the switch had discoloration, and coupler dents. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a unknown gynecological case, no image was displayed when checking the connection on the hd autoclavable camera head. There was a delay of a few minutes as the camera head was replaced with another camera head. It was discovered by checking the connection before the timeout. The patient was under anesthesia. The procedure was completed using a different camera head with the same model. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty charge-coupled device. The specific root cause of the faulty charge-coupled device could not be determined at this time. The cable was found to be scratched and bet, the switch had a discoloration, and the coupler was bent; however, these defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.